Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 18. On (B)(6) 2022, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 18. On (B)(6) 2022, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.